Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed for a cassette was not attached properly. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was evidence of the error found in the event history log. The customer reported problem was not verified/duplicated during testing. The device passed calibration and pressure tests. No issue/fault was found with the device. However, because the event logs showed multiple high alarm displayed: cassette not attached properly, it was recommend replacing the downstream occlusion sensor as preventative measure. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. Corrected data: correction: d4: catalog number: 21-2120-0104-01. Correction: d4: model number: 2120.